Manufacturer narrative:
Date sent to FDA: 9/24/2018 (B)(4). Additional narrative: it was reported that the patient experienced abdominal pain and nausea following the procedure. It was reported that the patient underwent hernia repair surgery on (B)(6)2016. No additional information provided.

Manufacturer narrative:
Date sent to FDA: 10/12/2020.

Manufacturer narrative:
Date sent to the FDA: 4/6/2021.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that following insertion the patient experienced pain, discomfort, scarring and hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.